Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass noted. Unable to perform displacement test due to lcd glass bleeding. The test reservoir p-cap was able to lock in place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the clip was broke that's why the insulin pump fell. The customer stated that the insulin pump hit the floor and the screen shattered. The screen was cracked and they can not read it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.